Event description:
Medtronic received information that a physician had requested information comparing the longevity and results of a freestyle stentless bioprosthetic aortic valve compared to a homograft aortic valve in preparation for two sorin perceval aortic valve replacements. The perceval aortic valves were being replaced due to an aortic aneurysm, and endocarditis with an aortic aneurysm, respectively. No further product or patient identifiable information was provided. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).